Manufacturer narrative:
(B)(4). Manufacturer: foreign-(B)(4). Concomitant medical products: part: 113952, lot: 368300, sm hybrid glenoid base 4mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Product not returned.

Event description:
It was reported that the patient underwent primary shoulder replacement on (B)(6) 2018. Subsequently, the patient underwent a revision procedure due to failed rotator cuff. The surgeon stated the reason for revision is failed subscapularis. The humeral head and glenoid component were removed. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Concomitant medical products : taper adapter catalog#: 118001 lot#: 977750, glenoid post catalog#: pt-113950 lot#: 066150. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.